Event description:
The reporter stated that the syringe pump was programmed to infuse in two hours, however, the infusion was complete in 20 min. It was reported that the pump was programmed to infuse 1.3cc vancomycin at a rate of 0.7cc/hr. No pt injury or treatment was reported with this event.